Event description:
It was reported that the patient presented for an in-clinic check. Upon review, it was noted that the implantable cardioverter defibrillator exhibited unable to change device parameters. No intervention was performed. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the programming changes were made on the device. No patient consequences.